Manufacturer narrative:
The insulin pump alarmed for a failed battery test due to a corroded liquid crystal display board. The motor home switch was also found corroded. The testing could not be completed due to this alarm. The insulin pump had minor scratches on the display window, a cracked display window, cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the batteries in the insulin pump were needing changed every three days. No excessive button pressing or back light was used and there were no unattended alarms. No blood glucose reading was given.